Event description:
The manufacturer's representative reported that on x-ray, it appeared that the catheter was kinked. The patient was experiencing increased spasticity. The hcp had noted a residual volume of 18 cc. X-ray revealed a possible catheter kink. The patient underwent surgical revision of the catheter; the pump was also replaced as the hcp wanted larger pump. The pump contained morphine sulfate and compounded baclofen. Final patient outcome is reported to be stable with some spasticity.